Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reports the canine tooth is gray and sensitive to cold. The patient was advised by byte cst (clinical support team) to visit local dentist for evaluation.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.